Event description:
Customer reported that t:slim x2 pump battery would not charge, experiencing a power source alert which was identified as alert 07. The customer experienced no adverse impact to blood glucose level due to the pump issue. Despite trying different wall adapters and charging cables, the problem persisted, and the pump remained uncharged. Technical support resolved the issue by sending a replacement pump. Customer would use multiple daily injections as a backup therapy, knew how to put the pump into storage mode, and was instructed to return the faulty pump to tandem using a return box and pre-paid label.